Event description:
Add'l info received from MFR 11-18-02: the device that was involved in this report was not returned to integra neurosciences for testing. Therefore, no conclusive cause for the failure was found. However, the following activities were performed at integra to establish if the failure may have affected other products of similar design. 1.1 visual inspection of the catheter assemblies in stock was performed with no discrepancies found. 1.2 it appears from the description submitted by hospital that the failure was a separation of the mating surface between optical connector and the connector strain relief. These two items are assembled by the MFR and delivered complete as part of the catheter assembly. There have been no other complaints of this type. This appears to be an isolated incident. 1.3 without the failed piece, it is not possible to determine the cause of the failure. There has been no changes made to the device design or sterilization as a result of this report, nor in response to any previous complaints.

Event description:
This pt had sustained traumatic brain injuries in a motor vehicle accident and was brought to the hosp. The ventricular pressure-monitoring catheter had been inserted several hrs prior to brain-death being declared; pt's body was then being maintained for organ-harvesting. When harvesting takes place, all pt-monitoring devices (such as arterial line, endotracheal tube and intracranial-pressure-monitoring cath) are left intact in the body; thus, the defective ventrix (camino) cath could not be obtained in order to get identifying info, such as model number, lot number, etc. It should be noted that the cath's failure had no impact on the course of care or pt outcome. The problem with the catheter was noted almost immediately upon its insertion, because the monitor produced a code ("e07") that indicated an improper connection. The catheter produced intracranial-pressure (icp) readings only intermittently. Once inspected, it became obvious that the two parts of the fiber-optic connector tip were not solidly joined to one another. (One part is the fluted-shaped portion form which the catheter trails; the other part, (the end piece), is the rectangular-shaped portion that is the fiber-optic connector). This particular catheter apparently arrived faulty from the factory. A transducer was set up once the monitor was not reading properly; then, the catheter connector itself was noted to be the source of the problem. Nursing staff taped a tongue-blade to the two parts of the catheter that were loose from one another; this allowed an appropriate connection so that the catheter could fullfill its purpose. The transducer, serving as a back-up, provided correct icp readings as well. Once the tongue-blade was applied to the defective catheter and a proper connection was achieved, the monitor's error-message disappeared and the ventrix catheter began to produce correct icp readings. A MFR's rep was on-site and observed that the catheter must have become flawed during mfg.